Event description:
Caller reported an ongoing occlusion alarms resulting in the customers blood glucose (bg) level to exceed 500 mg/dl, the dates of the elevated bg are unknown. To address the bg the customer administered correction injections and resolved occlusions by changing the infusion set and cartridge, subsequently resuming insulin therapy.